Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to an unrelated procedure, there were some episodes of right ventricular oversensing noted on the right atrial (ra) lead due to the lead's positioning. The device was reprogrammed to resolve this event and the patient was in stable condition.